Event description:
Revision due to cuff tear the glenoid peg (5 peg) product code is not known because the polyethylene is worn off and the writing has been worn off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The provided patient x-rays indicate the humeral head is migrating superiorly, which is consistent with cuff tear and confirms the report. Cuff tear is a common progression of the diseased shoulder and there is nothing indicating that the implants are faulty. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.